Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. An internal and external inspection was performed and it passed. A simulated therapy was performed and the device passed. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. A review of the device log verified the reported problem of iipv. However there was not enough information to determine the direct cause. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2015 during a manual download of the device logs a high drain volume error 104 was found in the alarm logs only which occurred on 08/07/14 at 08:10. This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. No additional information is available.